Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Functionally evaluated flex arm rigidity by manually fully tightening and manipulating instrument tip. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Event description:
It was reported that the flex arm would not tighten during use. Although the instrument was used intraoperatively, no patient complications were reported.